Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were contact marks on the probe and the non-insulated area of the jaw. The ptfe pad of the subject device was partially worn. The coating of the jaw was partially missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the evaluation and similar cases in the past, the subject device might not be activated because the error occurred. The error might occur since the ptfe pad was worn and the jaw contacted with the probe because of the following device handling. The user activated the subject device while grasping nothing. The user activated the subject device while holding the tissue and twisting the subject device. The coating of the jaw might be partially missing since the filth on the jaw was scraped with the hard object. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a hepatectomy, the subject device was not activated. The intended procedure was completed with another device. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the coating of the jaw of the subject device was partially missing. No patient injury was reported.